Manufacturer narrative:
The reported complaint was not confirmed. Data log analysis was performed. The level system was configured for alert only, and this alarm sensor was not active during the complaint event. There is no indication this level sensor malfunctioned in any way or was a contributor to the complaint event. Correspondence with manufacturing engineering center (mec) indicates customer is not returning the level sensor. No additional action will be taken at this time.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00572. Software data logs were returned to the manufacturer on 06/28/2015 for further evaluation. The subsidiary service engineer in charge confirmed that the level sensor is a demo unit. The unit was used at other facility in the past, but at the user's facility, it was the first time of use.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the red level sensor was false alarming. No problem was confirmed in attached state to the reservoir. The user suspect internal disconnection of the sensor. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.